Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure error c-83 was confirmed and replicated. During the power-on test the error m-02-4 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Probable root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted revision sleeve to bypass surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding intermittent c-83 errors occurring on the erbe generator. Tse reviewed the system logs and confirmed error c-83. There were no additional details were provided of the reported event. There was no reported injury. Intuitive followed up and obtained additional information. Procedure was completed robotically with the same generator. There was no impact on the patient. There was no procedure delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.